Event description:
On (B)(6) 2012 consumer claims that they have been using their sonicare unit for about a year and a half without any issues. Consumer states that recently while brushing one morning, their lower front tooth chipped from the top.

Manufacturer narrative:
On (B)(6) 2012, consumer states that they went to their dentist who advised them that their tooth was healthy and asked if they were still using their sonicare toothbrush. Consumer states that they said, yes, and their dentist said that was most likely the cause. On (B)(6) 2012, the unit was requested for evaluation, prepaid shipping label was sent to the consumer to send the device back. On (B)(6) 2012 have not received the unit, will file a follow up.